Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. Additional information was requested, and the following was obtained: 1. Where within the gap setting scale was the orange indicator prior to firing? Yes. 2. What confirmation was received that the device was fully fired? Acoustic feedback cutting washer. 3. Did the device staple? Yes. 4. Was the staple line complete? No. 5. Were there any staples missing from the staple line? Yes. 6. What was the shape of the staples (b-formation, irregular, legs straight)? The customer did not pay attention to this, he was more worried on the missing part. 7. Were the staples deployed into the tissue? 8. Were the staples seen in the surgical field? 9. Did the device cut? Yes. 10. Was the cut line fully circumferential around the target tissue? No. 11. If the device fully cut, were both tissue donuts present? 12. If the device fully cut, were both donuts complete? 13. How many counter-clockwise revolutions were used to open the device? 2 14. How was it confirmed that the anvil was free from the tissue prior to removing? 15. After firing was the adjusting knob turned ½ to ¾ revolutions? This is a cdh29b, thene due turns therefore requires two opening turns. 16. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. 17. Who fired the device? The chief surgeon. 18. Who removed the device? The chief surgeon. 19. Was the safety reset prior to removal? Yes. What was the users experience with the device? 10min. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? Discharged.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. A manufacturing record evaluation was performed for the finished device lot/batch number 348c61 and no non-conformances were identified. Manufacturing date: 3/31/2023 expiration date: 2/29/2028.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what do you mean by ¿failure to close the suture line¿? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? What was the users experience with the device? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colonic anastomosis and after the surgery in laparoscopic sigmoidectomy, when the device was used, it malfunctioned due to the failure to close the suture line.

Manufacturer narrative:
(B)(4), date sent 8/18/2023. D4 batch #287c89. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 287c89, and no non-conformances related to the reported complaint condition were identified.